Manufacturer narrative:
No conclusion code available. The high voltage (hv) charge log showed extended charging occurred with the device. The device¿s hv capacitors were sent to their manufacturer for analysis. High leakage current was found inside both capacitors during the manufacture of the caps. This high leakage current was the cause of the extended charge time that occurred in the field.

Manufacturer narrative:
(B)(4).

Event description:
The patient received a notification that the charging time limit of the capacitor was reached. The device was explanted and replaced. The patient is doing well.